Event description:
It was reported that during a da vinci-assisted surgical procedure that error 25759 occurred. The system logs also showed that errors 23 and 40 occurred. The blue fiber cable connected to one of the surgeon side consoles (ssc) was found to be broken. The site unplugged the broken blue fiber cable and power cycled the system. The customer then redocked the system and continued with the case with only one ssc. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.